Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the handle broke near the thumb ring. The procedure was completed with another rx lithotripter compatible basket. Prior to use, no damage was visible to the device or its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with the basket in the closed position. The thumb ring was detached and separated from the proximal end of the handle assembly. An examination of the thumb ring and handle assembly presented evidence that proper ultrasonic welding was performed during the assembly process. Additionally, the guidewire lumen (sidecar rx) presented with pushback (likely due to operational context), and the sticker on the handle covering the set screws was found torn and worn off. The condition of the returned unit was consistent with the complaint incident that the handle broke. The evaluation found that the thumb ring had detached and separated from the handle assembly. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the handle broke near the thumb ring. The procedure was completed with another rx lithotripter compatible basket. Prior to use, no damage was visible to the device or its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of handle break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.